Event description:
The customer stated that while running a pt sample on the axsym digoxin iii assay, error code #1063 (invalid test result, correlation coefficient too low) was generated. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.